Event description:
I had total hip replacements in (B)(6) 2009, both were replaced with depuy's pinnacle metal-on-metal sys. In (B)(6) 2011, I had my first blood test for cobalt and chromium. I was completely asymptomatic, but I requested a blood test at my year f/u x-rays and checkup. My metal levels were very high. I have had these metals tested approx monthly since then. At their highest, these have been 512 for cobalt and 129 for chromium. Hip #2 left hip, was replaced in (B)(6) 2009. It needed to be revised in (B)(6) 2011. An MRI done in (B)(6) of 2011 showed a large tumor growing against my prosthesis and muscles. I may need to replace my right hip as well, depending on what the metal levels do. I go to the dr again in (B)(6) for another MRI and more blood tests. Same pt as (B)(4).